Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone and informed the event. Troubleshooting was performed, but the issue was not resolved. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibited error code b30 (scope communication error). The issue occurred during inspection for use. There was no patient involvement.